Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced over delivery of insulin by the insulin pump. The customer reported no adverse event. Customer had experienced hypoglycemia with a blood glucose value of 98 mg/dl at the time of the event and was treated with carb intake. The event involved product(s) mmt-441ag, mmt-1884l, mmt-342, mmt-7040a. Troubleshooting was performed and found that the insulin pump had delivered insulin even after the customer had suspended the insulin delivery. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-441ag was requested and the customer response was the device will be returned. Mmt-1884l was requested and the customer response was the device will be returned. Mmt-342 was requested and the customer response was the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy, occlusion test and self test. Pump was connected to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during the call. During download history review, no relevant alarms on event date to confirm complaint code. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted. Unit was also received with battery tube threads - cracked, scratched case, cracked keypad overlay at select button and cracked belt clip rails. In conclusion, unable to confirm customers concerns of low bgs. No relevant alarms noted in download history review and testing was successful. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.